Manufacturer narrative:
Coopersurgical inc. Is currenlty investigating the reported conditon.

Event description:
Customer stated "valve stuck in open position." Repair tech stated "confirmed - bad freeze valve stuck open - rebuilt valve body." Reference repair order #(B)(4). 1216677-2021-00022 ll100 multi tip w/tc 900629 (B)(4).